Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom false air-in-line alarms, but confirmed it through review of the event history log. The evaluation found that the ultrasonic readings were low, which is a known contributor to false air-in-line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no patient involvement.